Event description:
It was reported that cs300 intra aortic balloon pump had leak in iab circuit.

Manufacturer narrative:
Due to character limit in the e1 section event site name the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: h6-type of investigation, investigation findings, investigation conclusion, health effect- clinical code, health effect - clinical impact code. A getinge field service engineer (fse) was dispatched to evaluate the unit. A leak check was performed on the device side. No leaks were found on the device side within the standard values. He message that occurred this time occurs when a small amount of leak occurs on the iab circuit side. If this occurs, to check the connector on the iab balloon side for looseness and confirm the rupture, refill helium. No abnormalities were found in the device at this time.

Event description:
It was reported by customer during use, that cs300 intra aortic balloon pump had leak in iab circuit. There was no harm to the patient.